Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the subject device malfunctioned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the device evaluation: image noise, cable water seal failure and coupler is rusted. A root cause could not be identified. Based on the results of the investigation the image noise was likely due to plug unit defect and the cable seal failure and coupler rust was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.